Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
There was no string [device physical property issue]. Case narrative: consumer reported via email that there was no string on the tampon. No injury was reported.